Event description:
It was reported to baxter (B)(4)that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm f-38" was confirmed during device evaluation. The root cause was inoperative/defective force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition.